Manufacturer narrative:
H.6. Investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 9162526, cat. No. 320136. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Event description:
It was reported before use the bd micro fine plus¿ insulin pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed the " drug didn't come out upon air purge.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported before use the bd micro fine plus¿ insulin pen needle was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed the " drug didn't come out upon air purge.¿